Manufacturer narrative:
(B)(4). - supplemental MDR - foreign matter. One sample was provided to our quality team for investigation. A visual inspection was performed. The plastic shield has a dark colored particle adhered to the inner wall. It is most likely mixture of dust with lubricant. Based on the investigation and with the sample analysis the symptom reported is confirmed. It could be possible that after an equipment repair or maintenance dust particle was not removed inducing the symptom reported. Furthermore, a device history record review was completed for provided lot number 3047907. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.

Event description:
It was reported that the bd safetyglide had foreign matter. The following information was provided by the initial reporter translated from chinese to english: during the packaging process, our company found a black foreign object inside their safety cover of company disposable anti-needle (batch number 3047907). Which was visible to the naked eye (see the picture and attached sample) we have found a defective product. If it enters the market this defect will directly cause adverse market impact to our company black foreign object in needle shield

Manufacturer narrative:
G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.